Event description:
The patient had 2 leads (from the same lot) implanted as part of her axium neurostimulator system. It was reported the patient experienced uncomfortable stimulation. The patient indicated she initially experienced effective therapy, but shortly after the stimulation became uncomfortable. Surgical intervention was undertaken and the patient's system was explanted.